Event description:
Customer stated that contactor pins 3 and 4 on the device and base are broken off and appear to be burned. A request was made for the return of the suspect device and replacement product was sent.